Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that a 6f angio-seal was selected for use. The anchor was set and pullback was rapid. The suture button was released. The pt's skin was puckered around the incision site and collagen was revealed above the skin level. The collagen and anchor were sandwiched so tight that the skin could not be moved around the puncture site. The nurse took over the procedure and pushed the collagen underneath the skin and a dressing was placed. The pt had palpable pulses and was returned to the ward. The pt later was discharged. The pt's wife called the hosp and reported that her husband had a hematoma in his leg. The pt was admitted to the hosp and has been discharged home.